Event description:
It was reported that the patient developed a pocket hematoma and leakage from the site of their implantable cardioverter defibrillator (ICD) system implant. The system including the left ventricular lead were explanted on (B)(6) 2025. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).